Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out straight (not formed) after firing. It is unknown if a cholangiogram was done on the procedure. The case was completed with a competitor device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed five conforming clips and it ejected ten clips; finally, the device locked out as intended.